Manufacturer narrative:
Reoperations are primarily the result of a progression of disease or technical failures and are not related to product malfunctions. Unlike prosthetic heart valves, annuloplasty rings are an adjunct to the valve repair. In this case, this annuloplasty ring in the mitral position was explanted and replaced with a bioprosthetic valve approximately four years, three months post implant of due to severe mitral regurgitation. It was noticed that the patient had a thickening and fixed septal leaflet of the ticuspid valve, and what appeared to be a vegetation on the ring; the ring was detached on a portion of the septal leaflet due to what appeared to be vegetation. No culture results have been received. The septal and posterior leaflets had detached from the annulus. At this time, there is no confirmation of infection. However, if confirmed, infection that occurs more than 12 month after the procedure are called late endocarditis and are largely community-acquired versus a result of the manufacturing process of the device ( see mylonakis, e., and calderwood, s.b. Infective endocarditis in adults. New england journal of medicine. 345 (18). 1318-1330. Nov.1, 2001).

Manufacturer narrative:
The information submitted in a supplemental to this medwatch incorrectly reported information related to the patient's the tricuspid ring (serial number (B)(4)). Information regarding intervention to replace the patient's tricuspid ring has been submitted in medwatch 2025587-2016-01599. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that upon opening of the right atrium, it was noticed that the patient had a thickening and fixed septal leaflet of the ticuspid valve, and what appeared to be a vegetation on the ring; the ring was detached on a portion of the septal leaflet due to what appeared to be vegetation. No culture results have been received. The septal and posterior leaflets had detached from the annulus. No other adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that approximately four years, three months post implant of this annuloplasty ring in the mitral position, this ring was explanted and replaced with a bioprosthetic valve due to severe mitral regurgitation. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.